Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling multiple cartridges. The customer believed that there was septum material inside the needle tip; however, no septum material was seen during all the events. The issue was resolved when the needle tip was changed. The customer's blood glucose level was 125 mg/dl.